Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, in 2006 the patient's family member reported the patient's flange fixture with abutment was loose. The flange fixture with abutment fell out the following month, (date not reported). In the same month, the surgeon reported the skin had healed over the implant site. Per the surgeon's report, thin bone (3mm) caused or contributed to the loss of the fixture. The patient was implanted in the spring of 2007 with a new flange fixture with abutment. The patient began using the baha sound processor in 2008, and has had no further problems. The fixture was not returned for analysis.

Manufacturer narrative:
This is a final report.